Event description:
It was reported that "after making the femoral cuts, the cutting block was removed and found that one of the pegs were broken off and stayed in the bone. Removed from the bone and proceeded."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.